Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The suture with the two attached anchors was not returned. The depth limiter button was in the default position. The deployment needle was at the very top of the deployment channel. A functional evaluation was conducted. The deployment needle would not release from the top of the deployment channel. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the first anchor of the fast fix was successfully deployed, but the second anchor was not able to deploy despite maximum effort. When the surgeon removed the needle from the joint, the second anchor was pulled by the first anchor and slipped out from the device into the joint. The surgeon had no choice but to removed the first anchor was well. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.